Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD) the patient rhythm was induced into ventricular fibrillation (vf), where they experienced undersensing and anti-tachycardia pacing (atp) given in the vt zone. In the post atp period, the right ventricular lead only sensed at 150 bpm and never redirected. This led to the patient experiencing agonal rhythm and pulseless electrical activity that needed chest compressions and external shocks to be delivered. The following day the patient was confused, but was appropriately responding to questions. Review of a few ideas discussed "big/small" rhythms, however it was thought that a more probable cause was likely "entrance block" where not all signals possibly coming from the left ventricular are blocked when "entering" the right ventricle thereby leading to what appears to be undersensing. The patient had many other co-morbidities that included diabetes and history of mitral infarctions. There was actually 1:1 sensing and the r-waves are being properly seen. Reviewed in detail the automatic gain control (agc) function post pace/shock and the non-programmable right ventricular sensed refractory, and the agc was reset to 0.4mv. This system remains in-service. No additional adverse patient effects were reported.